Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the extraction bolt for 6.5mm & 7.0mm screws (part # 309.069/ lot # l862300) was received at us cq. The distal tip of the device was broken, the broken fragment was also received. The breakage was sagittal in nature. Approximately 1/3rd of the tip broke off. One of the sections of the tip was deformed inward. The distal circumference was not consistent/smooth due to the observed deformation. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; tip was broken and deformed. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received extraction bolt for 6.5mm & 7.0mm screws as the tip was broken and deformed. Although no definitive root-cause can be determined, the inward bend on the tip suggests the device may have experienced unintended forces leading to the breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 309.069, lot: l862300, manufacturing site: (B)(4), release to warehouse date: jun.08, 2018, expiry date: aug.01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the doctor was using extraction bolt from the broken screw removal set. As the surgeon was turning it counterclockwise to attach it to the broken screw, a piece of the bolt broke off. The surgeon opened another broken screw removal set and used an unknown 6.5/7.0 hollow reamer out of it. There were no fragments generated. There was no surgical delay. Procedure successfully completed. Patient outcome is unknown. Concomitant device reported: unk - screw (part # unknown, lot # unknown, quantity # 1). This complaint one (1) device. This is 1 of 1 for report (B)(4).